Event description:
It was reported that patient underwent a shoulder procedure on (B)(6), 2012. During the procedure, a prong fractured from the retractor and could not be retrieved and was retained by the patient.

Manufacturer narrative:
No medwatch report was received. Item was not returned for evaluation. Evaluation of the item manufacuring history showed no deviations or abnormalities.current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.